Manufacturer narrative:
E1 initial reporter phone: (B)(6). H6 device codes: corrected.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine cutting balloon was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the balloon ruptured during advancement in the vessel. The procedure was completed using an alternate method. No complications were reported. It was further reported that 75% stenosed target lesion was located in mildly tortuous and moderately calcified vessel. The balloon could not be inflated as it broke when advanced. However, the balloon was successfully removed from the patient.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine cutting balloon was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the balloon ruptured during advancement in the vessel. The procedure was completed using an alternate method. No complications were reported. It was further reported that 75% stenosed target lesion was located in mildly tortuous and moderately calcified vessel. The balloon could not be inflated as it broke when advanced. However, the balloon was successfully removed from the patient.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine cutting balloon was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the balloon ruptured during advancement in the vessel. The procedure was completed using an alternate method. No complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).